Manufacturer narrative:
The device been returned for evaluation and the investigation is in progress. A supplemental will be submitted upon completion. Suspect medical device: brand name = pipeline flex with shield ; model # = ped2-425-18.

Event description:
Medtronic received information that during treatment of an aneurysm located in the right para-ophthalmic segment of the internal carotid artery (ica) two devices did not open. It was reported that the first device did not open distally. The device was resheathed two times, however the device would not open. The entire system was removed from the patient. A second device was attempted and the middle section did not open properly and looked "twisted." The device was resheathed three times; however the device would not open. The entire system was removed from the patient. No patient injury was reported.

Manufacturer narrative:
The pipeline flex was returned for evaluation and found stuck within the distal segment of the microcatheter. The pipeline was removed from the microcatheter for further examination. The distal end of the pipeline braid was found fully opened and moderately frayed at the distal end. In addition, the distal hypotube appeared to be stretched and the pushwire was observed bent. No other anomalies were observed. Based on the analysis findings the clinical observation of ¿failure to open¿ could not be confirmed as the pipeline braid was observed fully opened. We unable to definitively determine the cause of the reported event; however it is possible that the damaged braid may have contributed to the pipeline braid not opening. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and micro catheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Note: suspect medical device brand name = pipeline flex w/shield technology model # = ped2-425-16. Information received from the same report as MFR: 2029214-2016-00586.

Manufacturer narrative:
Correction: information received is from the same report as MFR: 2029214-2016-00320, not 2029214-2016-00586.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.